Manufacturer narrative:
Summary of additional information received 28nov2016: the surgeon confirmed the information reported earlier: ¿an osteotomy was made in the proximal third of the humerus and then repaired with two cables. As long as the osteotomy heals, the patient should not experience a significant functional deficit. Though, the patient¿s rehab was delayed by 2 weeks. The patient is doing well thus far. It is still too early to tell long-term function.¿ in regard to postoperative recovery issues or current functional deficits, "... There was only the delay in rehab, no functional deficit to report at this time."

Event description:
Adverse event/product problem field updated.

Manufacturer narrative:
Integra has completed their internal investigation on october 25, 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; the returned instrument showed breakage at the base of the trial threads in a manner similar to previous complaint devices received, with multiple tool marks most likely caused during attempt to remove the instrument. No manufacturing defects were found and no intrinsic surface flaws were identified by dye penetration metallographic examination. Material evaluation also found that the heat treat condition might not be optimal for the required strength of the threaded connectors in the device. The investigation concluded that the failure mode could also be related to use technique. DHR review; a review of manufacturing records found no evidence of nonconformance that could have caused or contributed to the reported event. Complaints history; a review of complaint records during the last 2 years found 7 humeral stem trial complaints reported for breakage. During that period of time, there have been approximately 821 tss surgeries reported. This represents a complaint rate of 0.85%. Conclusion: root causes may be related to use techniques, such as mallet selection used for impaction or material/heat treatment combination.

Event description:
It was reported that the threading of the stem trial broke off while the doctor was impacting the trial stem into the patient's humerus. The stem trial was lodged inside the patient's humeral canal without a way to remove it with standard tss instrumentation. The doctor had to make an extensive incision and split the humeral bone to dislodge and remove the instrument. No patient injury reported and the event lead to 45 minutes surgical delay.